Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a paraumbilical hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient experienced pain, nausea, chills, inflammation, loss of appetite, weight loss. No additional information was provided.

Manufacturer narrative:
Patient code: (B)(4) -surgical intervention device code: (B)(4)- hernia recurrence occured additional information: additional narrative: it was reported that patient underwent mesh revision on (B)(6) 2015 at (B)(6) due to recurrence of multiple ventral hernias, adhesion to the mesh and scarring. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.